Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20101225.

Event description:
It was reported that the one of the patients lead had migrated. It was also stated that the patient was experiencing discomfort and overstimulation across the back. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.

Event description:
It was reported that the one of the patients lead had migrated. It was also stated that the patient was experiencing discomfort and overstimulation across the back. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6). The returned lead was analyzed and visual inspection and continuity test found the lead is intact. A labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Hence, the probable cause selected for this complaint is known inherent risk of device. No escalation is required at this time. Sc-2218-70 (sn: (B)(6). The returned lead was analyzed and visual inspection and continuity test found the lead is intact. A labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Hence, the probable cause selected for this complaint is known inherent risk of device. No escalation is required at this time.